Manufacturer narrative:
Follow-up # 2 ¿ (01/17/2015), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on 1/7/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (12/27/2014). The patient¿s test strips have been returned on 12/15/2014 and evaluated by lifescan product analysis on 12/16/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) france alleging that the patient¿s onetouch vita enhanced meter read inaccurately compared to a calibrated laboratory device. The complaint was classified based on the original customer service representative (csr) documentation. The reporter ¿does not remember¿ when the issue with the meter started. The reporter alleged, date/time unknown, the patient obtained an alleged inaccurate result with the subject meter when compared to the result obtained on a calibrated laboratory device. The reporter was unable to provide results for either device. It is not known, therefore, if the calculated difference of these glucose results exceeds lfs¿ accuracy criteria. The patient manages her diabetes with a combination of oral medication (galvus, glucophage and diamicron). The reporter was unable to say whether the patient made any changes to her usual diabetes management routine as a result of obtaining the alleged inaccurate reading. The reporter alleged, date/time unknown, the patient developed symptoms of ¿shaking¿ and had consumed a sugar cube to treat her symptoms. During troubleshooting, the csr noted that the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had used the same approved sample site to perform the meter to lab comparison. Replacement products were sent to the patient. Although the reporter was not able to indicate when the issue meter with the meter started, and there is no evidence from the comparison provided that the meter malfunctioned, it is not possible, at this stage, to rule the lfs products out as a contributory factor to the symptoms the patient experienced. This complaint is being reported, therefore, because the reporter claimed the patient obtained inaccurate readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of a severe diabetes excursion after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.